Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the device was returned with both needles and cuff engaged. A conclusive cause for the reported needle to cuff miss could not be determined as the returned device condition does not match the reported case information. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices via a 6f sheath after a neuroradiological interventional procedure. Reportedly, a cuff miss occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.